Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an ambulatory infusion system expansion pack. The report was rec'd from a distributor for the MFR. A customer reported that a catheter included in the expansion pack (used for administration of a local anesthetic agent) broke upon removal from the surgical site following a shoulder surgery. A separate procedure was conducted to remove the catheter.

Manufacturer narrative:
H3: device evaluation by MFR. Mckinley medical evaluated the ambulatory infusion system expansion pack and determined that the breakage occurred with a catheter contained in the kit. Mckinley medical purchases the catheter from another MFR and includes it along with other components, in an expansion (accessory) pack. Mckinley is not the MFR of the catheter and cannot evaluate the product. Mckinley has forwarded the catheter and info concerning the breakage to the catheter MFR for their evaluation and analysis.